Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. The device was in clinical use when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not responding. The customer reported that user interface (ui) assembly was swapped with a known good ui assembly, and the problem did not follow with ui assembly and stayed with device. The customer was provided with the part number for replacement power management (pm) board and central processing unit (cpu) board. Investigation is ongoing.